Event description:
Additional information received: the devices were leaking contrast from the hub area, and not where the shaft meets the balloon as originally reported.

Event description:
It was reported that the procedure was treating a lesion in the right posterior tibial artery. During pre-dilatation, the 2.0x120mm armada 14 catheter did not inflate. Upon inspection after removing the balloon from the anatomy, the device was found to be leaking contrast from where the shaft meets the balloon. The 2.0x80mm armada 14 catheter was then used and would not inflate. Upon inspection after removing the balloon from the anatomy, this device was also found to be leaking contrast from where the shaft meets the balloon. A 2.0x80mm fox sv was then used for successful pre-dilatation and the procedure was successful. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The additional armada referenced is being filed under a separate medwatch report.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported complaint related to a leak in the y connector was able to be confirmed through device analysis. It is likely due to a failure of the bond, allowing fluid to leak out the y connector. While a search of the lot history record for this specific lot indicated no related non-conformance records, based on an expanded investigation, a product issue related leaks was noted by the manufacture. Further assessment of this issue per site operating procedures was performed and preventive actions to address this issue have been implemented. The performance of these devices will continue to be monitored.